Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation despite multiple programming attempts. The physician assessed that the stimulation was not effective due to the complexity of the patients pre-existing pain condition. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and paddle lead were removed. There were no reported patient complications postoperatively and the patient was expected to fully recover.

Manufacturer narrative:
Device analysis performed on the returned ipg was analyzed and exhibited normal device characteristics during visual and functional testing. Additionally, laboratory testing confirmed that impedance measurements were within the expected range on all ipg ports. Visual inspection of the returned paddle lead revealed that it had been cut in two pieces which is typically a result of an explant procedure and is not considered an anomaly. Therefore, further testing was unable to be performed due to the cut lead body. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief. The instructions for use (IFU) also states that undesirable stimulation may occur due to changes in tissue or electrode position, or lead failure. These are all known risks associated with use of these devices, as documented in the IFU. Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial/ batch: (B)(4). Batch: 7075264

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation despite multiple programming attempts. The physician assessed that the stimulation was not effective due to the complexity of the patients pre-existing pain condition. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and paddle lead were removed. There were no reported patient complications postoperatively and the patient was expected to fully recover.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: (B)(6).